Manufacturer narrative:
Device evaluation summary: one of the flanges fractured and broke off the curette head assembly. The tip of the curette was retained on the loop wire, which is consistent with design. The tip was fully intact and not damaged. However, the curette pin that was inserted through the tip and welded to the flanges was missing. The complaint was confirmed.

Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: a patient underwent a kyphoplasty procedure at level l3. During use, the tip of the curette broke off, leaving a fragment in the body. The fragment could not be removed. The procedure was continued and there was no patient effect. No further information was reported.